Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. The device was not returned to zoll medical corporation. During the investigation it was noted that a zoll field service technician was onsite for the evaluation. The evaluation confirmed that the unit shows a white screen. As a result, the lcd display was replaced to remedy the problem. No emerging trend based on similar reports.